Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #3) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #3). An additional emdr was submitted to represent the bard/davol composix mesh (device #2) and the bard/davol composix kugel (device #3). Not returned.

Event description:
On (B)(6) 2003, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). On (B)(6) 2004, it is alleged that the patient underwent surgery for implant of an unspecified bard/davol composix (device #2). On (B)(6) 2004, is alleged that the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device #1 and the composix (device #2) and underwent revision surgery and implant of an unspecified bard/davol composix kugel hernia patch (device #3). On (B)(6) 2016, it alleged the patient had unspecified injuries related to a defect in the composix (device #2) and composix kugel hernia patch (device #1) and (device #3). As reported, the patient is making a claim for an adverse patient outcome against the composix (device #2) and two (2) composix kugel hernia patch (device #1) and (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."